Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the device could not be released inside the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: the complainant reported the procedure was a gastroscopy. However, according to the instructions for use (IFU), the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the device could not be released inside the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 30, 2025: it was confirmed that the anatomy location was in the esophagus during a ligation treatment for gastroesophageal varices procedure. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block b5, section e, block h6 (device code) have been updated based on the additional information received on april 30, 2025.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a gastroscopy procedure performed on (B)(6) 2025. During the procedure, the device could not be released inside the patient. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on (B)(6) 2025: it was confirmed that the anatomy location was in the esophagus during a ligation treatment for gastroesophageal varices procedure. It was noted that no difficulty was experienced upon setting up the device.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block b5, section e, block h6 (device code) have been updated based on the additional information received on april 30, 2025. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the device was returned with all bands still on the ligator housing. Visual inspection revealed damaged teeth and no evidence that the trip wire was secured in the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. It was found that the device's instructions for use were not followed, as the trip wire was not secured into the handle slot. This likely affected the band deployment, since the trip wire could not function properly with the handle once the ligator housing was installed on the scope. The marks on the ligator housing teeth suggest that excessive force may have been used, possibly during insertion of the device. This could have damaged the teeth, affected the handle's functionality during band deployment, and caused the bands to overlap. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the handle of the speedband superview super 7 device did not have marks of the trip wire being secured; however, the iuf states, "secure trip wire in slot on handle unit."